Event description:
It was reported that this left ventricular (lv) lead exhibited increased in threshold measurements as per current capture. Neither vector had a threshold below 4 volts at 1 milli second. In addition, at the higher outputs; the patient experienced stimulation. The lv lead was set to 5 volts at 1 milli second output tip to right ventricular (rv) lead. As of this time, this lv lead remains in service. No adverse patient effects were reported. Additional information received indicates that this lv lead was explanted. During lead removal, the patient's blood pressure (bp) dropped, and a pericardial drain was placed. A new lead was then implanted; however, the bp remained unstable. A thoracotomy was performed, and upon opening the chest, a tear was identified in the mid coronary sinus (cs). The newly placed lead was pulled back during head rotation. The surgeon subsequently implanted two epicardial leads. Additionally, the ra lead demonstrated minimal sensing and is currently non-capturing, likely due to the surgical cannula.